Event description:
On (B)(6) 2003 surgery for genuine stress urinary incontinence. Post surgery incontinence recurred, worsened. Surgery for interstim device implant (B)(6) 2004; device explanted (B)(6) 2011- rejection of materials apparent from improved well being; remain incontinent. After first surgery began to experience pelvic pain left side which continues. Often so severe as to disable. Urinary tract infections began after (B)(6) 2003 surgery and continue. Prior to surgery no utis. Post menopausal bleeding sometimes following intercourse; multiple issues involving uterus required surgical procedures. Low grade fevers no symptoms. Blood present in urine with no infection painful intercourse. Abnormal lab results. Low hematocrit, anemia requiring b 12 injections, etc. Prolonged difficulty emptying bladder urgency kidney cyst back pain bowel problem.